Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-16 additional information was received from the patient. They reported that the cause of the settings changing by themself was unknown, but it was likely due to user error since the patient stated they are old. In regards to the steps taken to resolve the issue they said "I will check monthly." There was no information provided as to the cause or actions behind the device not responding or the resolution of either issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient couldn't seem to get the handset to respond. The patient said nothing was plugged in and everything was charged. They kept getting a message "retry". Confirmed the patient had the blue side of communicator against the skin vertically, there was no emi, and the light was solid blue. The patient was not hitting the message "find device". Once they selected "find device" the patient then got the message they were on 1.0ma. The patient said that was incorrect, and that some how the number changed. The agent had the patient try to increase the stimulation and they got the message "device not responding". The handset was not giving them a moment it just kept going to "retry". The patient said their hands weren't cold. They were in florida but she said they were very shaky. The agent asked if there was someone else with them that could try selecting the options on the handset. The patient said their husband was napping. They were finally able to get the amplitude to rise to 1.7ma. The patient said they were going to leave it there for a month. The agent suggested next time they have problems with the handset responding to have someone else try to select the options to see if that resolves the issue or if they still have problems. The patient said the issue started a couple months ago.